Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no: 382623, batch no: 9177477. It was reported that the needle failed to retract. Reported issue: customer had a needle that did not retract.

Manufacturer narrative:
Our quality engineer inspected the representative samples provided. Bd received a total of 332 insyte autoguard bc 22ga units within sealed packages from lot number 9177477. All contents within were intact. A sampling of 76 units were investigated from the 332 units total. Through the visual examination there was no physical or mechanical damage found on any of the units examined. A functional test was performed by following the IFU. The needle covers were removed in a straight outward motion. The catheter-adapter assemblies were rotated 360° where the catheters did not ¿candy canned¿. The white buttons were depressed and the needles successfully retracted without resistance. The returned representative units did not display any adverse characteristics that would contribute to the defect experienced. The failure described in the event description could not be replicated at the laboratory. The actual unit related to this investigation was not returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no: 382623 batch no: 9177477. It was reported that the needle failed to retract. Reported issue: customer had a needle that did not retract.